Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) oversensing. It was noted t-wave oversensing (twos) was identified in a detected vf episode and in non-sustained ventricular tachycardia episodes.

Event description:
It was reported that the patient presented to the clinic for a regular follow-up device check and upon interrogation, it was noted the right ventricular (rv) lead impedance had been increasing for several months to high impedance values, along with a high rv threshold that had been variable and increasing for several months. In addition, t-wave oversensing (twos) was observed, which the implantable cardioverter defibrillator (ICD) detected as a ventricular arrhythmia; one of the episodes of twos was about to be treated with tachyarrhythmia therapy, however, the oversensing stopped and the device aborted the shock. The ICD sensitivity parameters were adjusted to be less sensitive and prevent oversensing, the device output was reprogrammed and the impedance alert parameters were lowered. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.